Manufacturer narrative:
The investigation for the reported delivery issues has been completed. The impella device was not returned for evaluation. The clinical details states that multiple attempts were made using various techniques to insert the device but the decision was made to abort. Therefore, the most likely root cause of the delivery issue was due to patient condition.

Manufacturer narrative:
The impella device was not returned for evaluation. A supplemental report will be submitted when the investigation has been completed.

Event description:
The user facility reported an impella 5.5 in a 71yo white male for mechanical circulatory support. It was reported that during insertion, the impella 5.5 pump was unable to cross the patient's new valve during attempted delivery. After multiple unsuccessful attempts, the decision was made to abort the implant. ECMO was cannulated centrally to support the patient. There was no patient harm. No additional information was provided.